Manufacturer narrative:
Lainiala, o., elo, p., reito, a., pajamaki, j., puolakka, t., eskelinen, a. (2014) good sensitivity and specificity of ultrasound for detecting pseudotumors in 83 failed metal-on-metal hip replacements. Acta orthopaedica 2015; 86(2): x-x. Doi 10.3109/17453674.2014.1001970. Submitted 2014-07-25. Accepted 2014-11-01. The product was not available for return. Available information is insufficient to permit a conclusion to the cause of the event. Part and lot identification is necessary for review of device history records and complaint history, neither were provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on a review of a journal article titled, "good sensitivity and specificity of ultrasound for detecting pseudotumors in 83 failed metal-on-metal hip replacements" which aimed to evaluate the sensitivity and specificity of ultrasound (us) for detecting pseudotumors in a cohort of patients with failed metal on metal hip replacements. This complaint represents revision due to ilipsoas region pseudotumor found in twenty-three (23) hips. There has no further information provided and the patient outcome is unknown.